Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed and no issues were noted. The device was found in specification in relation to the reported 'sharp watchdog error' was reproduced during evaluation upon power up of the device. The reported condition was verified and evaluation determined the cause to be a software anomaly. The issue was corrected by clearing the sharp watchdog timeout error through reprogramming of the processor circuit board and the installation of an updated software. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error "on power up". There was no known patient injury or medical intervention associated with this event. No additional information is available.